Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not followed up regarding revision surgery. The recipient is believed to have experienced an in-situ failure. A review of the device history record was completed an no anomalies were noted. The recipient remains implanted. This is the final report.